Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: we have received one sample for the investigation of this complaint. Preliminary analysis: stock review: the review of the available units was made and to date we do not have units in stock of this product code and batch number. Quantity produced / imported: of this product, code and batch number (B)(4) units were manufactured. Distributed quantity: the traceability of the product was verified and it is identified that the units were sold to 36 different customers, located in cities such as (B)(6). Background: the review of the product's background was done and to date we do not have additional reports related to this product code / batch. Analysis: received one suture premilene 3/0 (2) 75cm ds19 (m) pow in original packaging, this sample was subjected to a visual examination and subsequently evaluated through a microscope. One of the sutures was found in two pieces, however we observe that they corresponded to clean cuts and they were done by some short stinging element. All the samples have the thread-needle union. The batch record was reviewed and no deviations were found, nor anomalies in the release controls. Conclusions: based on the evaluation of the samples, we considered this incident as not confirmed, since no manufacturing defects were found in the received samples.

Event description:
Country of complaint: colombia. It was reported that the thread broke during surgery.